Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during dwell three. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the home patient (hp) close the clamps and explained the alarm. The tsr advised the home patient (hp) to cycle the power. The hp was to start over with new supplies. The hc was operational and a swap of the device was not necessary. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.